Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 16416088. Expiration date ¿ the correct expiration date is 05/31/2017. (B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed advanced sterrad nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was released. The load contained a flexible cytoscope that was used on a patient. Patient status is unknown at this time. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators. Asp will continue to follow up for additional information.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return and retains analysis. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis by lot number was reviewed from 06/12/16 to 10/12/16; trending was not exceeded. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." ¿ the complaint product was discarded by the customer and not available for evaluation. ¿ thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.